Event description:
During testing, it was reported that the device did not deliver any energy with a shock and review of the episode showed a shock overload warning. The lead was also tested and appeared to be functioning correctly. Therefore, the ICD was explanted in 2007.

Manufacturer narrative:
The analysis from the manufacturer is pending.